Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and delamination of valve. Leak test and microscopic analysis was performed which identified: yellow particles inner shell, opening crease sharp on radius, delamination of valve and wear abrasion. Based on the device analysis the final assessment is:a delamination total of the valve (adhesive failure). An opening crease sharp on radius assessed as fold flaw opening

Event description:
Healthcare professional additionally reported "any creases."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.